Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: the procedure and patient details were not provided. The patient got burned by the device. The degree of the burn is unknown. No piece from the device fell into the patient cavity, and there was no further details. The patient is in good condition.